Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed indicating a spi bus failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.